Event description:
Aseptic loosening, right total knee replacement with failure of patella articular surface and presumed polyethylene wear. Tibial component loosening, debonding of tray from cement mantle.